Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential causes for stent dislodgement, may include interaction of the stent with the lesion, accessory devices and/or previously implanted stents. To help ensure stent dislodgement is not the result of a manufacturing deficiency, all stent delivery systems (sds) are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. The sds was not returned for analysis and may have assisted in the investigation. In this case, it is possible that handling of the sds during removal from packing and the protective sheath could have contributed to the reported stent dislodgement. Furthermore, the lot release testing results were reviewed and all samples met all manufacturing criteria. A review of the finished product lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for stent dislodgement for this lot. Although a conclusive cause for the reported stent dislodgement could not be determined, there are no indications of a product quality deficiency.

Event description:
It was reported that during device preparation, the stent was pulled off the balloon when the protective sleeve was removed. The device was discarded. There was no patient involvement. Although requested, there was no additional information provided.